Manufacturer narrative:
The initial report occurred on (B)(6) 2011 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. The rotor and dongle assembly components of the o-arm 1000 imaging system were returned to the manufacturer for analysis. The reason the door would not open was that the dongle was not fully connected causing the o arm to be in e stop. The customer damaged the rotor tractor drive by hand cranking on it to try to open the door. The reported event was confirmed, however, there was no indication that these parts were defective. The root cause was mechanical misuse by the operator. The components were replaced at the site and a system checkout showed that the device was fully functional.

Event description:
A x-ray technician reported that the o-arm was in e-stop and he could not open the door during a spine surgery. He clicked the reset button and rebooted the system 3 times without resolution. He then tried manually opening the door and this did not work either. He said that when he was trying to align the rotor he snapped off the nut for the rotor. Asked him to check to see if the dongle was seated and he reported no and that it was not staying on properly. He put the dongle back on and the o-arm then came out of e-stop, but now he could not open the door. The site removed the patient out of the o-arm. It was further reported that although the nut on the rotor gear was broken the gear was still intact. The site was able to get the o-arm to open and did 2 test spins. These spins were successful so they brought the o-arm back to the patient and continued the surgery. The reported event resulted in a 3 hr delay to the case with no impact to the outcome of the patient.